Event description:
A user facility¿s clinic manager (cm) reported that a visible external dialyzer blood leak occurred one and a half hours after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed to originate from a crack in the venous header. The patient¿s estimated blood loss (ebl) was is unknown. The patient was restarted on a new machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention reported. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.